Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while surgeon was trying to tighten a stem onto mbt tray, he noticed the clamp kept slipping. The metal portion that fits into the groves on an mbt tray were worn and no longer gripped. He used a different wrench in the set. A replacement is needed please.